Manufacturer narrative:
Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressurewire instructions for use (IFU) states that potential complications which may be encountered during all catheterization procedures include but are not limited to: vessel dissection or occlusion, perforation, embolus, spasm, local and/or systemic infection, pneumothorax, congestive heart failure, myocardial infarction, hypotension, chest pain, renal insufficiency, serious arrhythmias or death.

Event description:
After injection of adenosine, in the right coronary artery for ffr measurement with the pressurewire. The patient developed an av block iii with bradycardia, hypotension and syncope. The symptoms were prolonged more than one minute. Atropine was administered. Additional ffr measurements were done without adenosine. The patient expired during a procedure to fit a temporary pacemaker. It was noted that there was no malfunction of the device that caused the event.